Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. It should be noted that the IFU states: the absorb bvs is a temporary scaffold indicated for improving coronary luminal diameter that will eventually resorb and potentially facilitate normalization of vessel function in patients with ischemic heart disease due to de novo native coronary artery lesions. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the index procedure on (B)(6) 2014 was to treat a lesion located in the distal left anterior descending (lad) artery with 70% in-stent restenosis. Vessel sizing was performed with optical coherence tomography (oct) and the vessel was determined to be greater than 2.5mm in diameter. Pre-dilatation was performed with a 2.5mm nc balloon with residual stenosis reduced to less than 40%. An unknown absorb scaffold was implanted and post-dilatation was performed with a 2.5mm nc balloon catheter at 18 atmospheres. Oct was performed to confirm the scaffold was fully apposed to the vessel wall. The final angiographic residual stenosis was less than 10%. The patient was placed on dual anti-platelet therapy (dapt) consisting of bokey and plavix. On (B)(6) , the patient stopped dapt per protocol. On (B)(6) 2016, the patient returned for a follow-up with oct. The patient was asymptomatic; however, in-scaffold restenosis was identified. Balloon angioplasty was performed with a 2.5mm nc balloon to treat the restenosis. No change to the patient's dapt. No additional information was provided.